Manufacturer narrative:
Investigation summary : since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Investigation conclusion : based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description : undetermined. Rationale : bd was not able to verify the indicated failure as no batch number was provided.

Event description:
It was reported that during use of the bd¿ syringe with bd luer-lok¿ tip, when inspecting the syringe there was foreign matter contamination in the syringe. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that during use of the bd syringe with bd luer-lok tip, when inspecting the syringe there was foreign matter contamination in the syringe. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Medical device lot #: 8054815. Medical device expiration date: 3/31/2023. Device manufacture date: 2/23/2018. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.